Event description:
It was reported that "as screw was being inserted, one of the 4 tabs on the tip of the screw broke off in the pt."

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.